Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported she had to be hospitalized due to pod malfunction. She did not provide any further information regarding the pod malfunction, hospitalization or her treatment.